Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a high result for 1 patient sample tested for the hba1c on a cobas b 101 instrument. The cobas b101 hba1c result was 7.6%. The sample was from a venous draw that was placed in a blood collection tube and was spotted directly to the disk from the blood collection syringe. The sample was tested at an outside laboratory and the hba1c result was 7.0%, the measurement method was not provided. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer conducts optical checks every day and the results have always passed. The cobas b101 instrument serial number was not provided. Retention hba1c discs (lot 732041-01) were tested on a retention cobas b101 instrument with 5 blood samples of 3 different blood levels (low, middle, and high) compared to a reference method. All obtained retention results were acceptable and met specifications. The probable root cause was likely related to a customer handling failure, either pre-analytic or operator failure. Other possible root causes include method difference between the cobas b101 instrument and the external laboratory method and/or a patient blood related issue.